Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) is an esthetician. While she was using a led wand which emits ion negative and ion positive, she felt an electrical sensation however, it was not a shock. It was the first time the patient has used this led wand. Technical services recommended to call her device clinic for an evaluation. Subsequenlty, this device was explanted and replaced successfully. No additional adverse patient effects were reported.